Event description:
It was reported that on (B)(6) 2010, a promus stent was implanted in a restenosed non-abbott, drug eluting stent in the proximal left anterior descending artery (plad). On (B)(6) 2011, the patient experienced angina and dyspnea and was found to have in-stent restenosis of the implanted promus stent. The patient was hospitalized on (B)(6) 2011. On (B)(6) 2011, percutaneous coronary intervention was performed and the event resolved. The patient remained hospitalized for unrelated issues and on (B)(6) 2011, was discharged. There was no adverse patient sequela reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - promus stent implanted in a restenosed non-abbott stent. There was no reported product deficiency. The reported ischemia, stenosis, dyspnea and angina are listed in the promus instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. It should be noted that the IFU states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 3.75 mm. The implantation of the stent to treat in-stent restenosis does not appear to have directly caused or contributed to the reported patient effects. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.